Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient noted his personal therapy manger (ptm) was not working correctly. An 8286 error code (empty pump) was noted on the ptm. The patient reportedly had the pump refilled on (B)(6) 2014 and usually had it refilled every two months. The refill interval on the printout noted 21 days and the refill date with maximum activations was (B)(6) 2014. A month ago the patient&#38112;bupivacaine was lowered in his mix. Reportedly, the patient went several days without being able to use his ptm. No patient symptoms were reported. This device system delivered hydromorphone (5 mg/ml at 1.3799 mg/day) and bupivacaine (5 mg/ml at 1.3799 mg/day). Additional information was requested to clarify troubleshooting, symptoms, resolution and current patient status. If additional information is received, the event will be updated.